Event description:
It was reported that intermittent occlusion alarms occurred. The alarm occurred earlier in the day, but did not result in an adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, and then resumed insulin delivery. Although experiencing recurring occlusion issues, the customer declined further assistance. Technical support decided to close the case.